Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. A pump reset was performed; however, the issue persisted. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.